Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing and shock impedance measurements on the right ventricular (rv) lead. The patient was referred to clinic for potential change in implanted device. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing and shock impedance measurements on the right ventricular (rv) lead. The patient was referred to clinic for potential change in implanted device. Subsequently, a revision procedure was performed, the ICD and the rv lead were explanted and replaced. No additional adverse patient effects were reported.